Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. The patient stated that when they recharge their ins it feels like it is getting hot and is irritating the inside of their back which is causing pain, discomfort, and itching. The patient tried calling their healthcare professional (hcp) 3 times but they are not responding to them. The patient told the hcp about the issues before and they told them that it would just take some time getting used to for several months but it has been an excessive amount of time and it is not getting better. The patient would give the hcp until monday to respond. It was reviewed that if the hcp was not willing to meet with the patient that they could provide a physician listings. The patient stated that their hcp does not know anything about the stimulator so patient services told them that the hcp could have a rep requested. The issue started probably a month or so after implant. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the ins getting hot while recharging has not been determined of taken care of yet. The patient was told to split up charge times. The patient has not been told what's next for the pain, irritation or itching at this time. No further information was reported.